Event description:
It was reported that the customer's insulin pump alarmed. Advised the caller that the device would be replaced and revert to back up plan.no further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device was received with cracked case at the display window corners, battery tube threads, and scratched screen.